Manufacturer narrative:
D5, 6; h4: information not available, device not returned for analysis.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clips would not feed into the jaws properly. The clips did not fall into the pt. There was no pt consequence.